Event description:
Rn administered IV potassium phosphate using alaris interoperability. 5 rights of medication administration were double-checked by rn and infusion was started at 1018. Rn entered room and noticed potassium phosphate bag was empty at 1139 despite the medication run time being 4 hours. Rn notified md and pharmacist. ECG done and labs drawn. Continuous pulse ox maintained, vss. Alaris channel and brain changed and huc notified. Work order placed.